Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump suddenly stopped flowing on a patient. A code #46510 was displayed on the screen when the patient came in (B)(6) 2025 to get it looked at. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
G1 - contact office zip code and h4 - device mfg date: correction. H6. Codes: updated. Device evaluation: the customer reported pump suddenly stopped flowing on a patient and a code #46510 was displayed on the screen. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.